Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited possible low impedances and issues with the stylet 'sticking'. The lead was not used, and another lead was implanted with the exact same impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.